Event description:
It was reported that "after trident acetabular shell was inserted, surgeon drilled for two screws. On first screw, he broke the flexible shaft of the drill bit ahaft, but was able to measure the screw. He attempted to implant 40mm screw and noticed it wasn't purchasing. Upon inspection after he removed screw, he noticed the threads were unravelling. The 25mm screw used to replace and seated fine. Second screw inserted was 35mm screw. During final few turns the head of the screw snapped off. Surgeon said screw was buried, so he went to the adjacent hole and inserted another screw. Surgeon did comment pt had very hard bone, as was evidenced with prep of femoral canal. He had trouble introducing starter reamer into the canal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01200.